Manufacturer narrative:
Method of evaluation: actual device not evaluated, - the explanted device was not returned for evaluation. Manufacturing review: -review of information as reported to lifecell; review of the device history records and complaint history records associated with lot s11213. Results of evaluation: no failure detected. - qa investigation into lot s11213 resulted in no remarkable findings including device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. - although three similar complaints for infection were reported against the lot, the first complaint reported from a clinical study was determined to be unrelated as the device was left implanted with no further issues. The second and third complaints were reported by the same surgeon and were determined to be related to patient condition and contributing factors and unrelated to the device. - as of 12/8/2017, all (B)(4) devices released to finished goods were distributed. - lot s11213 met all qc release criteria. Evaluation conclusion: device not returned. No failure detected, device operated within specifications. This sae is being reported to (B)(6) due to the investigator's assessment of the event relationship as likely related to the strattice due to on-going wound healing issues that left the prosthesis exposed and triggered an infection. The continuation of the wound healing complications reported are anticipated events during breast reconstruction procedures and can occur both with and without the use of an acellular dermal matrix, such as strattice. Based on the internal investigation into lot s11213 that resulted in no remarkable findings and lack of information related to culture results as well as the condition of the strattice at the time of explant surgery after three years of remaining implanted, a relationship between the events and the strattice cannot be conclusively determined. It should be noted that the investigator has also assessed this event to be certainly related to the radiotherapy. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, infection and lack of tissue perfusion.

Event description:
Subject #3 is a female subject ((B)(6)), as part of the investigator initiated clinical study ((B)(6)), who underwent left breast reconstruction on (B)(6) 2013 with breast implant and strattice lot s11213-447. This is not a lifecell sponsored study. It was also confirmed that there were no previous saes reported to lifecell for this subject. The following chain of events was subsequently reported for subject 03 per the study site: on (B)(6) 2017: the subject came to the physician due to a modification on her reconstructed left breast. There was presence of bleeding and dirty flowing. The reconstruction (breast) was red and painful. The implant presented signs of infection and should be removed. Patient was treated via antibiotherapy (tavanic and pyostacine) for 10 days, pending further surgical treatment. On (B)(6) 2017: the patient had a small skin necrosis on her left breast (where immediate breast reconstruction was performed). At this time, consultation with the surgeon was performed who scheduled the patient's surgery date to remove the device. Per the study site, it is difficult to understand the origin of that defect as the radiotherapy was stopped in (B)(6) 2014. The implant should be explanted and the skin resected, to be replaced by an ld flap (autologous reconstruction + successive lipofilling). On (B)(6) 2017: subject was returned to surgery. The implant explantation and the autologous reconstruction occurred during the same surgery time. The patient was still hospitalized at the time of the sae notification ((B)(6) 2017). The subject's past medical history includes radiotherapy from (B)(6) 2014 to (B)(6) 2014, imrt rapidarc in the left breast from (B)(6) 2014 to (B)(6) 2014, left mastectomy on (B)(6) 2013 and allergic rhinitis. The investigator assessed the relationship of each factor with the sae as follows: investigational radiotherapy - certain, strattice - likely, prosthesis - not likely, procedure of implantation of dti - not likely. Upon follow up with the investigator for clarification of device relationship, it was reported that subject 03 had on-going wound healing issues and remote scar reopening due to the healing problem. The exposed prosthesis triggered an infection. No information about the condition of the strattice or its integration was provided. It should be noted that per the or report, it was stated that the implant was explanted, however there was no specific information about strattice removal. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event is likely related to the study device.

Manufacturer narrative:
This is a follow up #1 report to provide updated patient outcome information. Lifecell's conclusion remains unchanged. A relationship between the events and the strattice cannot be conclusively determined.

Event description:
This follow up #1 is to report additional patient outcome information. Additional information was reported to lifecell on (B)(6) 2018 from the study site that the patient recovered without sequelae on (B)(6) 2017. End of hospitalization was on (B)(6) 2017. No new incident information was reported.